Event description:
(B)(6). During the operation, the doctor found the pet shrink tube (black) in the pt's body. And the doctor confirmed the device and found the pet shrink tube for the distal end of the shaft had come off. The pet shrink tube was removed from the pt's body. The doctor inserted and removed the device from the trocar a few dozen times, but the doctor did not know when it came off the device. (B)(4).

Manufacturer narrative:
Inspection of the returned devices confirmed that the pet sleeves were present, but dislodged and detached from the devices. CAPA (B)(4) issued to perform root-cause analysis and corrective action. Recall (B)(4) initiated on 05/20/2011.